Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for about an hour. At the time of contact with dexcom technical support, the transmitter was no longer sending the out of range signal.